Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturer.

Event description:
It was reported that there were challenges using the administration set while properly spiking the medication bag. The pump appeared functional, however, the medication did not infuse, and air was present in the line. There was patient involvement, but no harm or adverse event was reported.